Event description:
The following info was reported to davol via maude event report (B)(4). It is alleged that the pt was inserted with the bard composix hernia patch, 2009. Pt reports post-surgical infection due an intestine puncture from the device. Device was removed, 2012 as a result of constipation, stomach pain, hot flashes, chills, seroma, and fever. During removal of the device it was stated the device migrated to a different location and folded/bent. (B)(4).

Manufacturer narrative:
The device associated with this event was originally reported to davol by the pt's attorney as a called composix kugel mesh, therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received a maude event report containing additional event info indicating that the associated event device was manufactured after the composix kugel mesh redesign and is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided, nor has the device been returned for an eval of the alleged condition of the device upon explant. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Seroma and infection are both known possible adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however may require removal of the prosthesis." This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a follow up MDR will be submitted.